Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had an unexplained low blood glucose that rendered them unconscious. They had a seizure and brain damage. They needed the paramedic¿s help 2 to 3 times while using the recalled infusion sets. No further details were given. The insulin pump and infusion set will not be returned for analysis.